Event description:
The customer reported that the device would no longer open or cut. It is unk if the jaws were on tissue at the time, and if so, how they were removed. There was no pt injury and no further information is available.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.